Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations. It was also reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (af) episodes resulting in premature termination of stored episodes. No further patient complications have been reported as a result of this event.